Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was throwing all day and sugar stayed high all day. The customer cause of emergency room visit was diabetic ketoacidosis. The hospital need to make sure pump is working before they release her. Customer is wearing the pump at the time of emergency room visit.